Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported unsafe probe error message was unable to be confirmed. The returned product successfully powered on and functioned properly during the evaluation with no observed issues during simulated use testing. No hardware abnormalities that would have resulted in the reported unsafe probe error message were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a pulsed radiofrequency ablation procedure for occipital neuralgia an unsafe probe error message was displayed. The electrode and adaptor cable were exchanged but the error was not resolved. The procedure was cancelled. The patient was stable.